Manufacturer narrative:
Date of this report corrected to: (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient was hit in the left eye with a stick 4 years earlier and has had recurrent corneal erosion. The last epithelial defect was noted in (B)(6) 2010. The patient presented with an epithelial ingrowth in 2011 which was stable until recently and it began progressing. The surgeon performed a flap lift and epithelial ingrowth removal on (B)(6) 2013. The patient was seen about a week later and their visual acuity in the left eye was 20/40. At the one month check up there was no epithelial ingrowth noted.

Manufacturer narrative:
(B)(4). The clinic is reporting this event only and did not request or require field service or clinical support. Event appears to be related to injury sustained by the patient. All pertinent information available to amo has been submitted. Placeholder.